Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b2 and h6 - health effect - impact code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
A2: 67 years old; unknown if this is current age or age at time of event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient stated they suffered an infection after their partial knee replacement. Initial implant approximately 138 months ago. It was also noted by the patient "left knee full replacement, shoulder replacement". It is unknown if they were referring to the initial procedure, or if they underwent a revision procedure. No further information available.